Event description:
Capture-r ready-screen is used in place of the igg crossmatch for recipient pts without antibiotics. The pt's sample was screened with capture-r ready-screen, lot x29, and found negative. The pt was transfused with 100ml of fy (a+) red cells and developed symptoms of a severe transfusion reaction, including renal failure. Th pt had since recovered. Postransfusion investigation showed the presence of an anti-fya. This antibody was missed by lot x29 but was detected by another lot of capture-r ready-screen. Had the antibody been detected during pretransfusion testing, the incompatible unit of blood would have been excluded from use.